Event description:
It was reported that caller received a minimum fill notification while attempting to load new cartridge despite having adequate usable insulin remaining and while wearing pump in case. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, was instructed to clean pump area with alcohol wipe or lint-free cloth, then chose to change cartridge and successfully loaded cartridge and resumed insulin deliveries, and technical support advised customer to call if any future alerts or alarms occurred, with no further assistance requested.